Event description:
The physician reports attempting cataract surgery with implantation of the li61aor intraocular lens using the ez-28 delivery device. During lens insertion, the capsule was damaged and the lens was not used. Additional info has been requested. If additional info is provided, a supplemental report will be submitted to the FDA.